Manufacturer narrative:
(B)(4).. Analysis of neurostimulator model 37714, serial # (B)(4) showed that it had a reduced capacity due to overdischarge condition and was received still sealed in the box. The device was received and could not obtain any telemetry and did not synchronize with a patient programmer component. Interrogation of the device after a physician mode recharge (pmr) procedure was performed showed that there had been only one recharge session had occurred on the device and that session was performed in the analysis laboratory. The device was recharged (5 hours 19 minutes) at room temperature while still sealed in the box and charged from 2.805 to 4.055 volts with 100% coupling noted. Good stable output was observed on all electrodes. The implant bit was set on (B)(6) 2012 (event date) and the battery discharged to the lock mode on (B)(6) 2013 meaning that the battery was not in a discharge state on or between the stated dates. A normal session with the clinician programmer should have occurred on (B)(6) 2012 and not displayed ¿battery charged, charge battery¿ (as was seen in event).

Event description:
It was reported that the battery being prepared for implantation was charged to 100%. It first showed 100% battery charge, but then the clinician programmer display read the battery as discharged. The battery was not implanted and another was used. There was no patient information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the battery depletion as not normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.